Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured a high, out-of-range impedance and a change in stimulation threshold shortly after implant.